Event description:
Cpm would work for awhile then would stop showing error message. No injury alleged. Invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).